Event description:
It was reported the patient only feels stimulation in one tiny area that is no where near the targeted areas. The device showed a power on reset (por) conditions. The patient stated the device was not near end of life, no emi exposure, no medical procedures, and no overdischarge occurred. Impedance readings showed greater than 10,000 ohms on #5 electrode. All other electrodes were fine. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.